Event description:
End user states right out of the box it was damage. She states, there was no damage to the box, but the front left wheel is a few inches off of the ground.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.